Event description:
Auto suture endo gia 30 stapler being used during laparoscopic/gyn case would not "fire". Reloaded staples and also would not close down. This prevented the surgeon from removing the device through the port in trying to close the stapler after removal from pt, the handle broke off the stapler.